Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n 445870, s/n (B)(6)). False positive results were reported on the instrument. The field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse replaced the mother board and the display, as well as the calibrators and a network cable. The instrument was tested and returned to the customer in working order. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is due to a faulty electronic module. This is a confirmed failure of a bd product. Complaint history for results was reviewed for the month of november. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system false positives occurred. The following information was provided by the initial reporter: false positives on mgit device. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system false positives occurred. The following information was provided by the initial reporter: false positives on mgit device hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.